Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a vertical sleeve gastrectomy, it was stated that upon using the device, the tri-staple cartridge would have pushed and tore the patient's tissue however it did not cut. Staples just came out of the cartridge but with poor staple formation without being applied to the tissue. Another cartridge was used to complete the procedure. There was no patient injury.